Event description:
During a ptca procedure, the hypotube kinked and subsequently fractured during advancement. No pt injuries or complications were reported.

Manufacturer narrative:
The device has not been returned for analysis as of this date.